Event description:
It was reported that the patient presented for revision of the right ventricular lead due to dislodgement. An attempt to reposition the lead was made; however, the helix could not be redeployed. The lead was explanted and replaced. The patient was stable.